Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h6, h11. An additional potential adverse event was noted during inspection where foreign material was found in the air/water cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material in the cylinder and channels. A leakage in the instrument channel may have hindered proper reprocessing, resulting in the foreign materials remaining; however, a definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: instructions for gif-ez1500dl/I operation manual chapter 3, ¿preparation and inspection¿ describes how to detect them. Instructions for gif-ez1500dl/I reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a white foreign material in the air/water and jet channel. There were no reports of patient involvement.